Event description:
A pump infusion rate anomaly of over 30% was reported. The physician reported that the infusion rate difference at previous refill was 14%. There had been no patient complications, and patient status was stable. Physician had decided to monitor the patient until the next refill, at which time if the infusion rate is highly abnormal, the pump would be replaced.

Manufacturer narrative:
(B)(4).